Manufacturer narrative:
References and lots are not available, nor the primary surgery date. No analysis can be performed.

Event description:
Our inverse shoulder system was implanted a year ago. The patient has a low-grade infection with fistula formation. Before our prosthesis he had already had multiple ops on this shoulder. Our prosthesis was great implanted and was only removed because of the fistula and the infection.